Manufacturer narrative:
Batch review performed on 25 july 2019: lot 151435: (B)(4) items manufactured and released on 11-jun-2015. Expiration date: 2020-05. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs department: stem and head revision performed 3 years and 7 months after primary cementless total hip arthroplasty in a (B)(6) year old woman. No information concerning level of activity, patient general health status and comorbidities is available. In the radiographic image provided, radiolucent lines in gruen zone 1 and 7 are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
We were told on (B)(6) 2019 that the revision will take place on (B)(6) 2019 (after 3 years and 6 months from the primary), due to stem loosening. The stem and the femoral head have been revised successfully.